Event description:
Reporter alleged blood glucose measured 113 mg/dl back to back with a result of 268 mg/dl when performed at the same time. It was stated no actions or treatment reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.